Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse replaced communication cables for both mixers and issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) to report exposed wire with cracked sheathing on the unicel dxc 600i synchron access clinical system's reagent mixer. No effect to patient or user is connected with this event.